Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "the surgeon concerned has been using bg as a dural sealant. During a field visit today he stated that he had experienced similar post operative 'fever' in three cases of dural defect repair. In all instances a synthetic patch was used to cover the spinal chord - in no instances were these sutured in position. The dr. Does not recall the names of the patients, however, describes 'fever' type symptoms in all three cases. There was no infection in any case. He is keen to understand what might have caused the fever which occurred on days 3-4 in one patient and after 10 days post op in another. He has stated that bg was used to cover the entire patch and not used just on the patch edge or suture line. This has now been corrected. I do not believe we will be able to get any additional information. The surgeon is pleased to have been corrected in his technique and simply wants to learn from his experience. He intends to continue using bg. This represents the second of the three patients.

Manufacturer narrative:
According to the report, "the surgeon concerned has been using bg as a dural sealant. During a field visit today he stated that he had experienced similar post operative 'fever' in three cases of dural defect repair. In all instances a synthetic patch was used to cover the spinal chord - in no instances were these sutured in position. The dr. Does not recall the names of the patients, however, describes 'fever' type symptoms in all three cases. There was no infection in any case. He is keen to understand what might have caused the fever which occurred on days 3-4 in one patient and after 10 days post op in another. He has stated that bg was used to cover the entire patch and not used just on the patch edge or suture line. This has now been corrected. I do not believe we will be able to get any additional information. The surgeon is pleased to have been corrected in his technique and simply wants to learn from his experience. He intends to continue using bg. This represents the second of the three patients. Multiple requests were made for additional information, including operative notes for each of the initial procedures, dates of implant for each patient and lot numbers of bioglue used in each case, how long post-op did the "fever" type symptoms develop and how did they present in each patient, and the current status of each patient. No response was received. A review of manufacturing records could not be performed as lot numbers are unknown. A review was performed of the available information. According to the information provided, bioglue was used as a dural sealant in three cases of dural defect repair. Similar post-operative fever was reported in all three cases. Fever occurred on days 3-4 in one patient and after 10 days post-op in another. It is unknown when fever occurred in the third case. There was no infection alleged by the surgeon in any of the three cases. In all cases a synthetic patch (type unknown) was used to cover the spinal cord, and the patches were not sutured into position. Bioglue was used to cover the entire patch and was not applied to the edge of the patch or suture line. The misapplication or utilization of bioglue to cover the entire patch has been corrected with the surgeon. Multiple attempts were made to obtain additional information; however, no information has been received. It is unclear what type of surgeries were performed, the amount of bioglue applied, or the type of synthetic patch used. Bioglue's use as an adjunct to ensure watertight dural closure is well documented in the literature (kumar 2003). It is unknown if the patient has any allergies or sensitivities to materials of bovine origin. Fever, which could be an inflammatory response, could occur if the patient is allergic or sensitive to materials of bovine origin. Additionally, a fever could be a result of foreign body response related to the use of bioglue. Allergic reaction, inflammatory and immune response are listed as potential complications in the IFU. It is unknown what role, if any, incorrectly covering the entire patch with bioglue could have played in the events. Based on the available information about the 3 patients we are unable to definitively determine the cause of the events observed. The IFU provides the following instructions: "bioglue is not for patients with known sensitivity to materials of bovine origin," "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals," and "for parenchymal repair apply an even adhesive coating 1.5-3.0 mm thick." The IFU lists the following potential adverse events that may occur with the use of bioglue: inflammatory and immune response, and allergic reaction.

Event description:
According to the report, "the surgeon concerned has been using bg as a dural sealant. During a field visit today he stated that he had experienced similar post operative 'fever' in three cases of dural defect repair. In all instances a synthetic patch was used to cover the spinal chord - in no instances were these sutured in position. The dr. Does not recall the names of the patients, however, describes 'fever' type symptoms in all three cases. There was no infection in any case. He is keen to understand what might have caused the fever which occurred on days 3-4 in one patient and after 10 days post op in another. He has stated that bg was used to cover the entire patch and not used just on the patch edge or suture line. This has now been corrected. I do not believe we will be able to get any additional information. The surgeon is pleased to have been corrected in his technique and simply wants to learn from his experience. He intends to continue using bg. This represents the second of the three patients.